Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty iris printed circuit board was discovered and caused the reported brightness adjustment failure. Additionally, the unit suffered notable physical damage. The front panel mouth was chipped. The button chassis and front panel chassis were both rusted, and scratches were discovered on the top cover. The scope socket contact points were found corroded. The unit was still equipped with the old version main switch, and a non-olympus bulb was installed with a lamp meter reading of 100+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source¿s auto brightness feature was not functioning properly during an unspecified procedure. Additional details relating to the patient and the event have been requested but were all unknown by the initial reporter. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the auto brightness feature did not function properly due to a faulty iris printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.